Event description:
A report was received that the patient was experiencing worsening pain at the ipg site. It was noted that the battery site pain was likely related to progression of complex regional pain syndrome (crps) to the site. Ketamine was administered. The patient will undergo a revision procedure wherein the ipg will be moved.

Manufacturer narrative:
Additional information was received that the physician suspected that the complex regional pain syndrome (crps) was developed around the pocket site causing new pain. The patient underwent an ipg revision procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing worsening pain at the ipg site. It was noted that the battery site pain was likely related to progression of complex regional pain syndrome (crps) to the site. Ketamine was administered. The patient will undergo a revision procedure wherein the ipg will be moved.